Event description:
Consumer reports bd logic giving higher than expected readings when compared to other meter. Analysis run on clarke error grid using competitive reading (143) as ref. Point vs. Bd readings (432) yielded data points in "c" range of the grid, outside the acceptable range.